Manufacturer narrative:
The service technician was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed a 144 hour extended test at the customer¿s settings. The ventilator also passed the initial final test and initial alarm volume test.

Manufacturer narrative:
At this time, vyaire medical has received the suspect device and is pending evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator shut down in mid-flight with an "hp 84" alarm that occurred. There was no patient harm associated with this complaint, the patient was manually ventilated with no issues. The customer stated that he believes it was use error, but they are having the ventilator evaluated as a precaution.